Manufacturer narrative:
Investigation: the complaint of the z6ms transducer displaying an error message was investigated. The defective transducer was returned, and an investigation was performed. The cause of the issue was determined to be a gastro flex thermistor fault, caused by insufficient reliability; this is related to design. Through a corrective & preventive action, improvements to the gastro flex were implemented into forward production, since march 2017. The defective transducer returned from the customer site was manufactured prior to the corrective action. The issue at the customer site was resolved by providing a replacement transducer via the service process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during patient planning, the transducer generated usacquisitionhw_31 and overheating errors. The patient was not yet in the room when the reported event occurred. The system was rebooted and the transducer was replaced with a different but similar device to complete the patients' planned procedure. There was a delay of 20 minutes while the replacement transducer was obtained. There was no patient involvement with the initial transducer and there was no adverse event reported with the new transducer. No additional information was provided.